Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (340 mg/dl). The customer had gone swimming with the pump on, prior to the reported issue. It was confirmed that the customer had fast-acting insulin and would take a correction shot.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.